Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Device evaluations results/investigation findings: product review of the a.t.s. 750 tourniquet by zimmer biomet on 02 december 2019 revealed that the reported event could not be replicated. It was noted that the device had some corrosion, the battery was old, the unit was out of calibration, and the power entry module needed an update. Product review of the a.t.s. 750 tourniquet and repair by zimmer biomet australia or flextronics was not performed as the unit has reached the end of its service life. Components needed to complete the repair are no longer available. This unit, depending on the failure, is deemed no longer operable. The device was returned to the customer unrepaired. Probable cause/root cause: the reported event was never confirmed during inspection of the device, and the device was returned to the customer unrepaired. Therefore, the root cause could not be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted. Initial reporter - (B)(4).

Event description:
It was reported that the device was giving an occlusion message that rang continuously. When received, the cuff hose was taped and damaged. No adverse event was reported as a result of this malfunction.